Event description:
A customer contacted baxter's global technical service center to report a leakage from the tubing. No patient injury was reported.

Manufacturer narrative:
(B)(4). The sample was requested, however the sample has not yet been received. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak found after the therapy. An actual sample was received and the set was visually inspected with solution noted throughout set. No abnormalities were noted during visual inspection. The complaint was not confirmed in the lab. A batch review was performed with no issues noted. Baxter will continue to monitor similar reports to determine if further actions are required.